Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a proglide device using the pre-close technique prior to an endovascular abdominal aortic aneurysm (aaa) repair procedure via a 5f sheath. Reportedly, although the plunger was fully depressed during step 2, an audible "click" was not heard. Then, during step 4, the footplate wouldn't fully close; which resulted in entrapment. The pre-close technique was abandoned and a surgical cutdown was performed to remove the device. The sheath was upsized to 22f and the aaa procedure was completed. Hemostasis was achieved via surgical cutdown. Three additional proglide devices were used to close the bilateral access site, there were no issues with these devices. There was no adverse patient sequela; however, there was a reported clinically significant delay due to the cutdown. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely led to the subsequent device entrapment. It is likely that the reported no audible heard was due an interaction with patient anatomy or inability to maintain position/stability of the device during deployment causing needle and cuff to not engage resulting in the reported no audible click heard. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.